Event description:
It was reported that following implant the pt experienced socking and jolting on the left side. The patient, system was replaced. No pt outcome was reported.

Manufacturer narrative:
.